Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass) with functional loss of eye. Additional related information was requested but has not been provided to date. This is the third of three reports for the reported event from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon additional corrected information received, the previously reported FDA patient code "4469" was not experienced by the patient. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating that the cataract surgery was completed without complications. The patient presented with endophthalmitis two days after the surgery. The patient presented with conjunctival inflammation: 3+; cells in the anterior chamber: 3+; fibrin in the anterior chamber; and hypopyon. The patient had pain, edema of the upper eyelid, and cyclitic membrane preventing examination of the vitreous. The patient went to the emergency room and was hospitalized for seven days and had intravitreous injection of antibiotics, glucocorticoid bolus injection, intravitreous injection of corticosteroid, steroid in sub conjunctival form. The action was effective. The patient¿s visual acuity recovered to normal and all the symptoms have been resolved. This is the third of three reports for the reported event from this facility.

Event description:
Based on the information received following submission of the initial report, suspect product is a re-usable ophthalmic handpiece and not irrigation/aspiration handpiece.

Manufacturer narrative:
Based on the information received following submission of the initial report, suspect product is a re-usable ophthalmic handpiece and not irrigation/aspiration handpiece. The updated report for the suspected re-usable ophthalmic handpiece has been submitted under mfg report num. 2523835-2022-00344. No further reports will be scheduled under mfg report num. 2028159-2022-01142. The manufacturer internal reference number is: (B)(4).